Manufacturer narrative:
Despite good faith efforts, no further information could be obtained. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information indicates that the scs patient underwent an explant procedure as part of an elective replacement, chosen by the patient for a system upgrade. The patient is reported to be doing well post operatively. It was also noted that electrocautery was used during the procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.